Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the nurse at the operation room said that the suture was broken both when tying the suture and taking out the suture from the package. Although another lot of the product was used, the suture also was broken. It was not a control release needle. There was no problem to the patient. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: could you please clarify how many devices were broken during use and how many devices were broken before use? Unk. Could you please clarify how many devices belong to lot number 100dea and how many belong to lot number 103c50? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at (B)(6) and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. One winding former and a used needle suture piece outside the foil packet were received for analysis. Product code pdp432. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and crimping marks were found on the strand. The end of the suture piece was noted to be cut probably caused by a surgical instrument. In addition, the other section of the suture was not returned for analysis. The product code pdp432 contains an absorbable suture. Since the samples were received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.